Event description:
It was reported that during the first use of the device in a vats bullectomy procedure, it was loaded, closed and handed to the surgeon. The device was placed through the trocar, positioned, but the jaw would not open. The surgeon pressed the anvil release button several times with no success. In addition the circulating and charge nurses tries to open the device as well, after it was removed from the patient, but the jaw would not open. The following morning the resource nurse went through the troubleshooting steps and pressed the reverse button, pulled the firing lever 3x and the jaw opened. The device was never used. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.additional information was requested and the following was obtained:on which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st;what color cartridge was being used? Blue;was buttressing material used? No; was the instrument fired across or near existing staple line(s) or clip(s)? No; were any of the forces higher or lower than expected (closing, opening or firing)? No;was there any difficulty removing the device from tissue? No;does the patient have any relevant history of surgical treatments? Unknown;has the patient recently had radiation or chemotherapy? Unknown;how long has the surgeon been using this device for this procedure (in years)? 1;was there a recent conversion to ees devices in this account /surgeon? No.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed, fired and opened properly during testing. Please note that when using a trocar, the instrument jaws must be visible past the trocar sleeve before opening the jaws. The batch record was reviewed and no anomalies were noted during the manufacturing process.